Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery repeatedly and that there were air bubbles in the tubing of the infusion set. The blood glucose reading was 346 mg/dl. The customer stated that he knew there was air in the tubing somewhere but that he had already changed the infusion sets so many times already. He stated that he finally got the insulin pump to work and used it to bolus. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime. He was advised that the insulin pump worked as designed and that the alarm was caused by an infusion set or reservoir occlusion. No bent infusion set cannula was observed. Nothing further reported.